Manufacturer narrative:
Based on the results of the investigation, the most probably cause of flooding was due to cracks in the connector. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited flooding and scratches on the main body (lens). There was no patient involvement.